Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set with duo-vent spike was leaking from the joint/junction (the white piece of connecting tubing between softer and more ridged tubing). The leak was observed prior to administration to the patient. There was no patient involvement. No additional information is available.